Event description:
The patient reported the reason why she was calling was because she needed an MRI for her knees. She asked about an MRI "even if her devices aren't working." The procedure was not due to a problem with the manufacturer's device or therapy. The ins "wasn't working. It hadn't worked since last year." She charges it, turns it on, and then it turns off. The hcp suggested the patient contact the manufacturer about the ins. It was reviewed the patient to contact the hcp to check the ins. The indication for therapy was non-malignant pain and failed back surgery syndrome.

Event description:
Additional information received from the patient reported she was not sure what the circumstances were that led to the implanted stimulator not working. The patient noted that she would charge it and it would work but after a while, it would just stop. The patient noted that she had lost the recharger. When asked what steps had been or would betaken to resolve the implanted stimulator not working, the patient responded that it did not bother her and she could not tell the difference when it working or not working. The patient noted that maybe later, she would like to have it removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.